Event description:
The event is reported via medwatch. The event is reported as: the pt was brought to the operating room for a repair of an incarcerated paraesophageal hernia. During the procedure, the tip of a laparoscopic babcock was broken off while bringing out a raytec sponge. The facility was unable to locate the tip of the babcock instrument. Precautions were taken during the rest of the procedure. No pt injury reported. The pt was discharged from the hospital.

Manufacturer narrative:
The user facility reported that the tip of the device was very small and the product is very old.